Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena was returned for evaluation. An initial visual observation showed some use residue and reddish discoloration was observed throughout the majority of the catheter. An approximately 6 mm long, longitudinal split was observed in the catheter between the 2 cm and 3 cm depth markers. The reddish discoloration was less prominent around the area of the split; from the 1 cm to 4 cm depth markers. An attempt was made to flush each lumen of the catheter. A spraying leak was observed emanating from the split when the grey lumen was flushed. The grey lumen was also found to be partially occluded. A microscopic observation revealed the longitudinal split was slightly curved and the edges of the split appeared to be slightly distorted. The fracture surface of the split was observed to be mostly granular in texture, which is typical of tearing failure modes. The location and characteristics of the split observed in the returned catheter, as well as the presence of a partial occlusion, are evidence of a burst failure caused by over-pressurization. The product IFU states: ¿do not infuse against resistance.¿ a lot history review (lhr) of rebu1284 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the line was found to be leaking and was removed. It was stated that after removed a subcutaneous crack in the tubing was noted which had caused extravasation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu1284 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the line was found to be leaking and was removed. It was stated that after removed a subcutaneous crack in the tubing was noted which had caused extravasation.